Manufacturer narrative:
The returned device was evaluated and was received with the adhesive pad partially separated from the bottom housing. No issues were observed with the adhesive pad welds and the exact cause of the reported adhesive issue cannot be conclusively determined. No other damages or defects were observed with the device that would contribute to the cannula dislodging from the infusion site. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320; 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / page 49. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings: chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The mother reported that the patient's blood glucose reached between 250-350mg/dl while wearing the pod on his back for between 24 and 36 hours. They gave him about 3-4 big doses of insulin through the night, but his levels stayed elevated. When they checked the area in the morning, it was noticed that the pod had come away from the adhesive backing and the cannula had dislodged. Treatment included changing the pod and giving a correction dose, his levels started to come down with the new pod.